Event description:
It was reported that a patient presented for an explant procedure. Prior examination of the patient's left ventricular (lv) lead was found to have exhibited extra-cardiac stimulation. The physician suspected the lv lead's implanted position was the cause of the malfunction. The lv lead was capped on (B)(6) 2022. No patient consequences were reported.